Manufacturer narrative:
Exact date unknown, event occurred a month after the implant procedure.

Event description:
It was reported that the patient was concern of drainage immediately after implant and was also experiencing pain or burning sensation at the ipg site. The patient was placed on antibiotics and was recommended to be checked by the physician.

Event description:
It was reported that the patient was concern of drainage immediately after implant and was also experiencing pain or burning sensation at the ipg site. The patient was placed on antibiotics and was recommended to be checked by the physician. Additional information was received that the patient was checked due to some drainage and small opening at the ipg site. The patient developed an infection at the ipg site. Bloodwork was done to rule out infection and the result was negative. The patient tried anti-inflammatory creams for the pain and underwent an ipg replacement procedure. The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
It was reported that the patient was concern of drainage immediately after implant and was also experiencing pain or burning sensation at the ipg site. The patient was placed on antibiotics and was recommended to be checked by the physician. Additional information was received that the patient was checked due to some drainage and small opening at the ipg site. The patient developed an infection at the ipg site. Bloodwork was done to rule out infection and the result was negative. The patient tried anti-inflammatory creams for the pain and underwent an ipg replacement procedure. The explanted ipg was not returned as it was discarded by the medical facility. Additional information was received that there was no infection, the device simply moved to the surface and dehisced. The patient was doing well.